Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed. The battery voltage was lower than expected. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. This particular device was not included in the advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. There were concerns that the battery appeared to be depleting more quickly than expected. Device replacement was scheduled. At this time, this ICD remains in service, and there were no adverse patient effects reported. At this time, there is no evidence that the device has been explanted. The ICD was explanted and replaced due to normal battery depletion. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. There were concerns regarding that the battery appeared to be depleting more quickly than expected. Device replacement was scheduled. At this time, this ICD remains in service, and there were no adverse patient effects reported.